Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain gold-tite hexed screw was returned for inspection. The screw was not fractured the drive feature is significantly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. Complaint indicates the screw fractured. The alleged event was unconfirmed following inspection. Is this a single-use device that was reprocessed and reused on a patient? Change no to no information. Device evaluated by manufacturer: change no to yes. The following sections were corrected: device available for evaluation? Change no to yes.

Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the iunihg screw fractured. The implant is still intact. Another screw was placed.